Manufacturer narrative:
A lot history record could not be completed as the lot number was not provided. The investigation is inconclusive for the reported stent dislodgment issue. The sample was not returned for evaluation. The definitive root cause for the reported stent dislodgment issue could not be determined based upon available information. The event description states that the lifestream was being used in a renal stent graft placement via left subclavian vein. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. Patient factors may also have contributed to the reported event as the tracking vessel was reported as been tortuous. The IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: the event description states that the lifestream was being used in a renal stent graft placement via left subclavian vein. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries.

Event description:
It was reported that during a renal stent graft placement via left subclavian vein with a tortuous tracking vessel the stent graft allegedly came off the balloon. Reportedly, a snare was used to retrieve the stent and positioned to complete the procedure. There was no reported patient injury.